Manufacturer narrative:
Method: device not returned for eval. The graft was reportedly used in a very complex case. The graft was used in conjunction with a wound v.a.c. With black foam of settings at 50mm hg. A non-adherent dressing was not used as instructed in the IFU. This could have contributed to the premature degradation of the graft. In addition, it is believed that the same type of infection was most likely present to break down the material that quickly. Due to those combination of factors, the graft degraded leaving the vicryl suture still in contact with exposed bowel. The dr believed that intervention was required to prevent a more serious injury from occurring.

Event description:
The biodesign graft was used in a complex case and 24 hours after implantation, the graft had dissolved leaving the vicryl suture in danger of cutting into bowel. The pt condition is unk at this time.